Event description:
Patient contacted dexcom territory business manager on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported cgm inaccuracies in both the high and low directions and reported the following discrepancies: cgm reading 96 mg/dl and blood glucose meter was reading at 46 mg/dl, cgm reading was 260 mg/dl and blood glucose meter was reading at 200 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.